Manufacturer narrative:
Concomitant medical products: 501da18 valve, implanted: (B)(6) 2007. Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) reached unexpected elective replacement indicator (eri) and a power on reset (por) was observed the same day. The device will be explanted and replaced. No patient complications have been reported as a result of this event.